Event description:
It was reported that the patient who received pk626412-a is experiencing skin separation/opening and the surgeon plans to remove and dispose of the current implant. A replacement implant was requested.